Manufacturer narrative:
Correction to section h6 device codes material integrity problem a04 was removed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, after performing pulmonary vein isolation, the orion was inserted into the faradrive for mapping, during which blood leakage from the valve occurred. An anomaly of the hemostatic valve was suspected, so the use of the faradrive was discontinued. The orion was then switched to the sl, and the procedure was continued. The procedure was completed successfully without patient complications. The device was received and investigation is in progress. It was further reported that the luer was not detached, and no abnormalities were noted during the preparation or use of the sheath. The sheath was replaced to complete the procedure. The leak was characterized as a slow drip, and while air was not visibly seen in the sheath, continuous sheath reflux was stopped as the procedure neared completion. No air was seen in the patient.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use; after performing pulmonary vein isolation, the orion was inserted into the faradrive for mapping, during which blood leakage from the valve occurred. An anomaly of the hemostatic valve was suspected, so the use of the faradrive was discontinued. The orion was then switched to the sl, and the procedure was continued. The procedure was completed successfully without patient complications. The device was received and investigation is in progress. It was further reported that the luer was not detached, and no abnormalities were noted during the preparation or use of the sheath. The sheath was replaced to complete the procedure. The leak was characterized as a slow drip, and while air was not visibly seen in the sheath, continuous sheath reflux was stopped as the procedure neared completion. No air was seen in the patient.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, after performing pulmonary vein isolation, the orion was inserted into the faradrive for mapping, during which blood leakage from the valve occurred. An anomaly of the hemostatic valve was suspected, so the use of the faradrive was discontinued. The orion was then switched to the sl, and the procedure was continued. The procedure was completed successfully without patient complications. The device was received and investigation is in progress. It was further reported that the luer was not detached, and no abnormalities were noted during the preparation or use of the sheath. The sheath was replaced to complete the procedure. The leak was characterized as a slow drip, and while air was not visibly seen in the sheath, continuous sheath reflux was stopped as the procedure neared completion. No air was seen in the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.